Event description:
The pt reported that basal rate data from the infusion device is partially missing when downloaded from the date range (B)(6) 2011, however, the infusion device was not in the stop mode. During other date ranges, (B)(6) 2011, the downloaded basal rate is displayed with interruption. During the date range (B)(6) 2011 the downloaded basal rate data is completely missing. The downloaded basal rate data on (B)(6) 2011 is not in chronological order. The pt has also experienced varying blood glucose values (values not provided) and the pt believes the insulin delivery of the infusion device is incorrect. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device and diabetes management software was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.